Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. Ensured nvidia settings were correct. Replaced mobile view station (mvs) computer and made sure connection to pacs and multiple display settings were correct. System performs as expected. The mvs computer was received by the manufacturer for evaluation. Analysis was unable to confirm the reported issue. The mvs computer passed a virus scan, and patient data was removed. The mvs computer was installed in a test imaging system and functioned as expected for both 2d and 3d imaging. No problem was found. A software investigation was also completed. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system produced a half-white image. The image was usable for the procedure, and there was no delay to the procedure because of this issue. Another spin was taken post-op, and it appeared normal. The procedure was completed successfully with the imaging system and the patient was not impacted.